Event description:
Reportedly valve was explanted after an implant duration of 1 mo and 10 days due to leaking through middle of prosthesis as seen on echo. A new valve was implanted in this valve's place.